Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence. The device had a fluid leak , as there was a hole in the cuff. There were no additional patient complications.